Event description:
The patient had in inverted uterus after delivery and started bleeding/the uterus inverted again for a 3rd time [uterine inversion]. Jada was removed, and placed after manipulation of the uterus, cse unsure if a new jada was used or the previous jada was replaced. [Device use issue]. Case narrative: this spontaneous report originating from united states was received from physician referring to a non-pregnant female patient of unknown age via clinical sales educator (cse). The patient had singleton pregnancy with vaginal delivery. The patient had in inverted uterus after delivery and started bleeding. The patient's gravidity (number of pregnancies) was g1, and number of births was p0. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage and the uterus inverted again (uterine inversion). The vacuum-induced hemorrhage control system (jada system) was removed and placed after manipulation of the uterus (device use issue). The reporter was unsure if a new vacuum-induced hemorrhage control system (jada system) was used, or the previous vacuum-induced hemorrhage control system (jada system) was replaced. The uterus inverted again for a 3rd time, vacuum-induced hemorrhage control system (jada system) was removed and placed again after manipulation of the uterus. The reporter was unsure if a new vacuum-induced hemorrhage control system (jada system) was used, or the previous vacuum-induced hemorrhage control system (jada system) was replaced. The bleeding was stopped (it was unknown if vacuum-induced hemorrhage control system (jada system) stopped the bleeding or if other interventions were utilized). The patient was admitted to the intensive care unit (ICU) and placed on a ventilator. The vacuum-induced hemorrhage control system (jada system) was not available for retrieval. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued approximately on an unknown date in (B)(6) 2024. The outcome of uterine inversion was unknown. The reporter's causality assessment between the uterine inversion and suspect vacuum-induced hemorrhage control system (jada system) was not reported. The reporter (health care professional) considered the event uterine inversion as serious due to the following reason: life threatening. Upon internal review, the event uterine inversion was determined to be serious due to medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. This is an amendment report: added current condition ¿inverted uterus¿. Updated as determined causality of event uterine inversion from unknown to not assessed. Added seriousness sentence ¿the reporter considered the event uterine inversion as serious due to the following reason: life threatening¿ in the narrative. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The patient had in inverted uterus after delivery and started bleeding/the uterus inverted again for a 3rd time [uterine inversion] jada was removed, and placed after manipulation of the uterus, cse unsure if a new jada was used or the previous jada was replaced. [Device use issue] case narrative: this spontaneous report originating from united states was received from physician referring to a non-pregnant female patient of unknown age via clinical sales educator (cse). The patient had singleton pregnancy with vaginal delivery. The patient's gravidity (number of pregnancies) was g1, and number of births was p0. This report concerns 1 patient(s) and 1 device(s). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) via vaginal route (lot #, serial # and expiration date were not reported) for postpartum hemorrhage. On (B)(6) 2024, the patient had inverted uterus after delivery and started bleeding. The vacuum-induced hemorrhage control system (jada system) was placed, and the uterus inverted again (uterine inversion). The vacuum-induced hemorrhage control system (jada system) was removed and placed after manipulation of the uterus (device use issue). The reporter was unsure if a new vacuum-induced hemorrhage control system (jada system) was used, or the previous vacuum-induced hemorrhage control system (jada system) was replaced. The uterus inverted again for a 3rd time, vacuum-induced hemorrhage control system (jada system) was removed and placed again after manipulation of the uterus. The reporter was unsure if a new vacuum-induced hemorrhage control system (jada system) was used, or the previous vacuum-induced hemorrhage control system (jada system) was replaced. The bleeding was stopped (it was unknown if vacuum-induced hemorrhage control system (jada system) stopped the bleeding or if other interventions were utilized). The patient was admitted to the intensive care unit (ICU) and placed on a ventilator. The vacuum-induced hemorrhage control system (jada system) was not available for retrieval. The patient sought medical attention. Therapy with vacuum-induced hemorrhage control system (jada system) was discontinued approximately on an unknown date in (B)(6) 2024. The outcome of uterine inversion was unknown. The reporter's causality assessment between the uterine inversion and suspect vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the event uterine inversion was determined to be serious due to life threatening and medically significant. Medical device reporting criteria: serious injury. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.